Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 12cm x 12mm ipp device with 100ml reservoir was implanted. Additional information received states that the device was replaced because it stopped working and would no longer inflate. The patient stated the device "stopped working because he was in physical altercation." The patient was doing well following the surgery.